Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient stated the device didn¿t work anymore and it was not being used. The indication for use was non-malignant pain. No patient symptoms reported.